Manufacturer narrative:
H6: investigation summary. Two samples were received from customer and analyzed by our quality team. The separation between the tubing and drip chamber were immediately noticed which verified the customer's complaint. Visual analyses using microscope was then employed and the root cause of this failure was found to be a lack of solvent at the tubing to drip chamber junction. Failure consistent with CAPA 1244466. A device history record review for model 72213n lot number 20073125 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2020. There was a relevant quality notification issued for this failure mode reported by the customer during the production build of this set. Specifically a lack of solvent in the tubing to drip chamber junction in the production of this lot. All suspect effected sets were removed from the batch.

Event description:
It was reported that 4 sec set 20dp 30in w/hanger ll experienced component separation. The following information was provided by the initial reporter: material no: (B)(4), batch no: 20073125. It broke apart where the tubing connected to the drip chamber. I understand from the nurses they took it out of the package and it was broken apart so it never reached a patient. With 3 occurrences in one day we quickly sequestered the lot. No other lot #¿s have given us this same issue. I do not have an exact date because I was told it's been happening over the past couple of weeks. We have had 3 instances today where the bd secondary set ref (B)(4) broke apart. This is our entire lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 sec set 20dp 30in w/hanger ll experienced component separation. The following information was provided by the initial reporter: material no: 72213n, batch no: 20073125. It broke apart where the tubing connected to the drip chamber. I understand from the nurses they took it out of the package and it was broken apart so it never reached a patient. With 3 occurrences in one day we quickly sequestered the lot. No other lot #¿s have given us this same issue. I do not have an exact date because I was told it's been happening over the past couple of weeks. We have had 3 instances today where the bd secondary set ref 72213n broke apart. This is our entire lot.